Manufacturer narrative:
No product will be returned per customer. The customer complaint of the set leaked from the filter site could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a chemotherapy mixture of etoposide, doxorubicin, and vincristine leaked from the IV tubing filter site. The infusion was stopped and the IV tubing set and drug bag were removed. A drop of the chemotherapy leaked onto the patient's toe and it was immediately washed off. No patient harm reported.

Manufacturer narrative:
.